Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported problem could not be verified and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the problem was determined to be a power failure. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. No issues were found during this testing. The reported problem was identified as a power failure and the battery was scrapped to resolve the issue. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown problem. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.